Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our italian affiliate, after deployment of a 29mm sapien 3 valve in the aortic position during insertion and removal of the commander delivery system through the esheath, abnormal resistance was encountered.  After removal of the delivery system, a little piece (about 1cm2) of intima was detached. An angiography was performed, and no aortic or iliac dissection was seen. The femoral artery was repaired with a saphenous patch with good angiographic results. The patient was doing well post procedure. The valve was successfully implanted and there was no paravalvular leak (pvl). The patient¿s access minimum luminal diameter measured 6.5mm. The vessel was mildly calcified and mildly tortuous.

Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. There were no photos or imaging provided. During the manufacturing process, the delivery system is visually inspected and tested several times. During flex tip assembly and bonding the flex tip is inspected. Per procedure, the sheath loader assembly procedure is inspected and tested to verify the scoring lines. During packaging of the delivery system, the loader sub-assembly is verified per procedure. During commander packaging per procedure, the loader is inspected for the presence of a stepped body (i.e. The machined body or hub). Per procedure, the balloon is dimensionally and visually inspected. During final inspection, the entire device is 100% visually inspected distal to proximal by both manufacturing and quality. In addition, the work order undergoes product verification (pv) testing as a requirement for lot release. Functional pv testing is performed for the delivery system for visual damage and retrieval force testing. These inspections during the manufacturing process and testing performed during the product verification make it unlikely that a defect in manufacturing contributed to the reported events. A device history records (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to the event. A lot history was performed and did not reveal additional complaints for this reported event. A review of complaint history data for november 2019 revealed that the complaint occurrence rate did not exceed the control limit for the trend category. The commander delivery system IFU and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. The procedural training manual provides guidance on inserting the delivery system through the sheath and removing the loader tube. Factors that can assist in loader tube removal are: if working length is insufficient peel away the loader tube and remove while maintaining the delivery system and wire position, unscrew the loader cap, attach hemostats to the proximal end of the loader tubing, peel the loader through its entire length, remove the loader from the flex catheter, insert loader completely into sheath and retract loader and peel away if more working length is needed. In addition, the procedural training manual provide guidance on delivery system removal: completely unflex the delivery system, ensure the flex tip is over the triple marker, ensure the balloon lock is locked, ensure the balloon is completely deflated, pull the entire delivery system through the sheath, and maintain guidewire position in the aorta. Note, patient injury could occur if the delivery system is not completely unflexed prior to removal. Based on the review of the IFU and training manual, no deficiencies were identified. The complaints were unable to be confirmed. Due to the unavailability of the delivery system, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the manufacturing mitigations supported that the commander delivery system has proper inspections in place to detect issues related to the reported event, and no labeling/IFU/training inadequacies were identified. No abnormalities were reported upon set-up of the device before the procedure. This indicates that difficulties peeling the loader are likely a procedural factor. It is possible that the loader was peeled away at an angle, which made peeling along the score lines difficult. As reported, the patient¿s anatomy was mildly tortuous and calcified. Tortuous vessels can interfere with the coaxiality of the delivery system and sheath during device retrieval, thus increasing the difficulty withdrawing the delivery system. Additionally, ¿the physician noticed that a little piece (about 1cm2) of intima had become detached.¿ if intima was attached to the delivery system, it may have increased the delivery system¿s profile, which would further induce withdrawal difficulties into the sheath. In this case, available information suggests that patient (tortuosity) and procedural (peeling loader at an angle/increased profile from intima attachment) factors likely contributed to the reported event. However, there is insufficient information to determine a probable root cause. No labeling or IFU inadequacies were identified. The complaint occurrence rate did not exceed the november 2019 control limit for the applicable trend category, a product risk assessment nor corrective action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.